Event description:
One touch ii meter's "whole display kept flashing". Medical affairs specialist contacted the pt in 2003 to obtain more clinical info. Pt stated that the issue was not resolved by replacing the batteries. Pt has been cleaning the meter as per instructions. Pt did not report any adverse event or medical intervention. This case is reported as a meter malfunction since the flashing display issue was not resolved with troubleshooting.